Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the transducer on the evis eus ultrasound bronchofibervideoscope scope was smaller than the 180 series. When the balloon was attached, the balloon had more slack and was loose. The olympus representative was concerned that the balloon could be pulled off or does not provide a proper seal when attached. A staff member told the olympus representative that a balloon did fall off of the scope on one (1) occasion. No further details were available about this incident at the time of the call. Additional information was obtained from the olympus representative. A trial was performed with the evis eus ultrasound bronchofibervideoscope earlier this year from (B)(6) 2021 to (B)(6) 2022. When in-servicing the staff for the trial and case setups; the current balloon, which is the only one that is designated for use with both the evis exera ii ultrasonic bronchofibervideoscopes and evis eus ultrasound bronchofibervideoscopes, there was more slack or play in the balloon on the smaller transducer of the evis eus ultrasound bronchofibervideoscope. When the balloon was deflated, the balloon was not snug to the transducer and has folds that can be caught on. When priming the balloon for inflation of water the elastic rib on the larger end would not always hold a decent seal right away which leaked water from the bottom when removing air bubbles before sealing the top elastic rib. The evis eus ultrasound bronchofibervideoscope was used very frequently as the facility performed about six (6) to eight (8) ebus procedures per week. The physicians must triple check when exiting the intubation tube, which was one additional thing to do. The issue was not with the new design of the evis eus ultrasound bronchofibervideoscope; but rather, not having a proper balloon size for the scope. The scope and the balloons would not be returned to olympus for evaluation. The balloons were discarded. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, in the beginning of a therapeutic endobronchial ultrasound bronchoscopy (ebus) with radial ebus and ion robotic bronchoscopy, the balloon fell off the evis eus ultrasound bronchofibervideoscope and onto the surgical table. The balloon was replaced with another balloon from the same lot for sterility issues. The issue of the balloon falling off the scope occurred again. The intended procedure was completed with another balloon with no surgical delay. No other devices were replaced. No patient harm reported. The balloon and the scope had been inspected prior to use and no issues or defects were found. Additionally, on (B)(6) 2022, or (B)(6) 2022, another incident had occurred. In the middle of a therapeutic ebus bronchoscopy, the balloon got caught at the end ridge when the physician removed the evis eus ultrasound bronchofibervideoscope from the intubation tube. The physician realized that when going back in, there was no balloon. Flexible forceps were available for retrieving the balloon as the physician initially thought the balloon fell off in the upper bronchial of the patient. The balloon had fallen on the head rest of the operating table. The intended procedure was completed with the same scope and a different balloon with less than one (1) minute surgical delay. No other devices were replaced. No patient harm reported. The scope and the balloon were inspected prior to use. No findings were found for defects or irregularities other than noticing the transducer tip was smaller. This complaint is related to patient identifiers: (B)(6) (evis eus ultrasound bronchofibervideoscope, bf-uc190f), (B)(6) (balloon, maj-1351), (B)(6) (evis eus ultrasound bronchofibervideoscope, bf-uc190f), (B)(6) (balloon, maj-1351).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in june 2021, though a specific date was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to handling by the user might have contributed to the event. Additionally, it is possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient, or the balloon was not lubricated. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. The balloon can easily tear, so beware of sharp objects. Store the balloon in a cool environment with low humidity. After opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced.¿ olympus will continue to monitor field performance for this device.